Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 22.4 mmol/l and sensor glucose was 9.4 mmol/l. Customer blood glucose was high because she had not taken her actual blood glucose for days and had been taking carbs to raise her blood because her sensor had been reading low due to multiple calibrations entered with erroneous blood glucose readings. It was stated that insulin delivery was not suspended due to sensor glucose vs blood glucose difference. The device will not be returned for analysis.